Event description:
A female pt reported developing an eye infection and a corneal ulcer in the left eye while using renu multiplus multi-purpose solution. The pt's doctor reported that the pt developed an acute onset of pain in the left eye on 1/2006. She presented herself to the dr's office the next day. She was found to have a less than 1 mm, marginal infectious corneal ulcer in the 2 o'clock position in the left eye. The pt was prescribed zymar and ciloxan ointment as treatment. Four days later, the ulcer was healed and resulted in a less than 1mm scar. The treating doctor did not attribute the event to renu, but to contact lens wear.

Manufacturer narrative:
Bausch & lomb initiated an investigation that evaluated the manfacturing facility environmental records, a review of batch records and testing of retain samples for numerous produced lots. All of the records indicated there were no anomalies that could have been related to the report, there were no fusarium recoveries from the facility environmental monitoring program of the aseptic processing areas, and all product release sterility evaluations met criteria. Product retain sample testing was completed where lot numbers were available and indicated that all chemical and biocidal performance was effective against microbial challenges as required. The conclusion of this investigation was that renu multiplus formula is effective, meets all performance criteria and no causal factor is identified with the reported event. The returned sample was two years past expiry; therefore, product testing was not performed.